Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Thrombosis is known as an adverse event of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Reportedly 5 days post implantation of the device, the patient developed in-stent thrombosis requiring additional treatment. The patient was still in the hospital when they coded and had to be treated with a defibrillator and taken back to the cath lab. In-stent thrombosis was noted during the angiography and plain old balloon angioplasty was performed. The patient was fine post treatment. The physician noted that the patient suffers from elevated factor 8 and had been taken off of heparin post stent implantation and had been put on coumadin. After the patient was treated for in-stent thrombosis, the patient was taken off of coumadin and placed back on heparin. The patient was discharged on (B)(6) 2010. No additional event or patient information was provided.